Event description:
Edwards received information that this 29mm bioprosthetic pericardial mitral valve was explanted due to severe mitral stenosis after an implant duration of seven (7) years, four (4) months. During intervention it was reported the physician pushed on the valve which resulted in fibrillation. He also stated that the mitral valve posts were difficult to excise, as they had incorporated into the preserved chordae. A 29mm replacement competitor's mechanical valve was placed. The patient was in stable condition post-operatively and tolerated the procedure well.

Manufacturer narrative:
Stenotic bioprosthesis. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.